Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of 522 mg/dl. Customer¿s high blood glucose was treated with shots. Customer declined troubleshoot for the reported issue. Insulin pump will not be return for analysis.